Manufacturer narrative:
The lead was returned. Visual examination found no malfunctions.

Event description:
Related manufacturer report number: 2017865-2024-7144, 2017865-2024-71441.

Manufacturer narrative:
The sterilization records were reviewed. And no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive, since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2024-71439, 2017865-2024-71441. It was reported, that the patient presented to the emergency room with puss emerging from device pocket. The implantable cardioverter defibrillator and leads were successfully explanted. The patient was stable.